Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two of three on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp stated the supply bag was empty and there was solution in the heater bag only. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp to clear the alarm by cycling power. The hp stated they would finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.